Event description:
I was given 14 electroconvulsive therapy shock treatments without informed consent. As a result, I am disabled, have amnesia, heart problems, dementia, traumatic brain injury, and worsening depression. Many years of my memory are erased. I get lost in formerly familiar places. I can no longer drive. I get confused. I developed parkinson's. I forget what day it is. Electroconvulsive therapy destroyed my life. The electroconvulsive therapy devices have never been tested or calibrated by the FDA. Electroconvulsive therapy doctors receive no training about electricity or electrical injury. No follow-up care is offered. The natural laws of electricity do not change based on medical intent. The treatments gave me a stroke and ischemia. Electroconvulsive therapy causes repetitive head injuries from the concussion and induced grand mal epileptic seizures. I have the symptoms of chronic traumatic encephalopathy. Electroconvulsive therapy causes brain damage intentionally. Electroconvulsive therapy is torture and is not compliant with the hippocratic oath. Many side effects do not show up until years after. Electroconvulsive therapy is a closed head lobotomy and should be banned. The FDA is complicit in this crime against humanity.